Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating. There was no reported adverse impact to the customer's blood glucose level. The customer's insulin was not suspended due to the alarm, and the issue happened earlier in the day before contacting support. Technical support provided tips to prevent altitude alarms, which the customer understood and acknowledged. The customer was able to resume insulin with the original cartridge without needing a replacement.